Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report that the clip detached from one mitral valve leaflet, but remained attached to the other mitral valve leaflet, resulting in tissue damage. It was reported that on (B)(6) 2017, the patient underwent a mitraclip procedure, treating degenerative mitral regurgitation (mr) of grade 4, with an extremely lateral jet. Visualization was noted to be poor during the procedure due to a previous annuloplasty ring. The clip delivery system (cds) was advanced to the mitral valve leaflets. Several grasping attempts were performed and the clip was able to grasp the leaflet; however, an attempt was made to open the clip for repositioning in an attempt to get a better reduction of the mr. The clip could not be unlocked/opened. The lock lever was pulled, but the normal resistance was not felt. The lock lever cap was removed, and the lock line was manually pulled. No resistance was felt and the lock line ends were able to be fully removed without normal resistance. The clip was deployed, but after deployment, the clip detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). Chordal rupture occurred. The mr remained at grade 4, and the procedure was discontinued without additional intervention. No additional information was provided.

Manufacturer narrative:
(B)(4). The clip delivery system (cds) was returned and the reported failure to adhere or bond and single leaflet device attachment [slda] appears to be related to patient morphology/pathology. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The reported lock line break and mechanical jam appears to be related to procedural/case specific circumstances as normal resistance was not noted when retracting the lock lever and attempts were made to reopen the clip for better positioning which could have resulted in excessive tension on the device resulting in user experience; however this cannot be confirmed as the clip was not returned for analysis. The reported device operating differently than expected is a cascading effect due to mechanical jam. The reported mitral regurgitation (mr) appears to be related to the single leaflet device attachment (slda) and the tissue damage was due to procedural conditions as multiple attempts were made to grasp the leaflets. Based on the information reviewed and the evaluation of the returned device, the reported failure to adhere or bond and slda appears to be related to patient morphology/pathology. The reported patient effects of mr and mitral tissue damage, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture, or labeling of the device.